Manufacturer narrative:
On 12-may-2021, mentor received additional information about the event. It was initially reported that the explantation date was scheduled for on (B)(6) 2021. New information received states that the patient underwent explantation on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 375cc gel breast prosthesis noticed that her left breast looks different than her right breast. It was reported that the patient¿s left breast is hanging lower and feels like there is an indent in the side. The left breast is more elongated and not round. Additionally, it was reported that the left breast is not flat, but looks like ¿a beagle¿s ear with weight on the bottom¿. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021.